Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device has been returned for investigation in our laboratory at b. Braun melsungen ag, melsungen, germany: we received 2 used and nearly empty easypump ii lt 125-25-s. Weight of the sample 1 in received condition: 79.8 g. Weight of the sample 2 in received condition: 61.8 g. The following investigations were conducted: visual inspection: the received samples were taken to a visual inspection. After opening of the big top cap and removing of the closing cone we detected crystallized drug residues and solution at the filling port (lli-cone) and at the patient connector of both samples. The white clamp is closed, and the patient connector (lla-cone) was not closed (the original wing cap was not submitted from the customer) at both samples. Damages that would lead to a malfunction was not detected at the 2 received samples. Functional inspection: in addition, the samples were taken to a functional test respectively a leak test was carried out. Therefore the 2 pumps were filled up to the nominal volume (125 ml) with nacl 0.9 %. After starting the pumps, the pumps worked immediately (solution was running). Leakages were not detected at the 2 received samples. Physical inspection: furthermore, the flow rate of the 2 pumps was tested. Nominal: 5 ml/h. Actual sample 1: 6.4 ml in 1 h; 12.2 ml in 2 hrs; 80.4 ml in 17 hrs. Sample 2: 6.9 ml in 1 h; 12.7 ml in 2 hrs; 81.1 ml in 17 hrs. The flow rate of the 2 pumps is within our specifications. Summary and assessment: a too fast flow at the 2 pumps (as described by the customer) could not be confirmed. Based on the currently available investigation results the 2 received samples are within our specifications. Therefore, we consider the complaint as not confirmed. Device history record (DHR): reviewed the DHR for batch 20n25ge211, there is no abnormality and no such defect detected at in process and at final control inspection.

Manufacturer narrative:
This report has been identified as event two of b. Braun (B)(4) internal report (B)(4): the complaint is under investigation. A follow-up report will be provided, as soon as investigation has been completed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in (B)(6): "overinfusion" event 2: the nurse claims that the drug was finished after 12 hours although it was primed for 24 hours.